Event description:
Reportedly, during session, woosim printer was not recognized by the smartouch programmer using bluetooth communication.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The complaint reported has been investigated and the review of provided data concluded that: upon reception, the returned smarttouch tablet was tested and the reported behavior was confirmed, as it was impossible to pair the programmer with a reference printer. Analysis of available expertise files revealed that the observed issue resulted from a poor management of communication ports by the programmer, leading to the observed failed pairing attempt. The tablet will follow the repair workflow and will be returned to the field. Please refer to the attached report.

Event description:
Reportedly, during session, woosim printer was not recognized by the smartouch programmer using bluetooth communication.